Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a company representative in regard to a patient receiving baclofen 4,000 mcg/ml at 1,661.3 mcg/day via an implantable infusion pump. The pump was examined on (B)(6) 2016 and was used to infuse 2,000 mcg/ml at 1,661.3 mcg/day. The pump was updated on (B)(6) 2016 to infuse 2,000 mcg/ml at 1,658.3 mcg/day. The indication for use (IFU) was listed as intractable spasticity and stroke. The patient¿s problem list included hemiplegia (unspecified affecting right dominant side, and wrist drop), spasm, urinary incontinence, migraine without aura, injury of ulnar nerve, thoracic and lumbosacral neuritis, strain of rotator cuff capsule, and neck pain. The patient¿s medical problems were listed as arthritis, stoke, seizure, cervicalgia with radiating pain. The patient had a fall on (B)(6) 2012 resulting in a head injury. The patient¿s medical problems also include lateral epicondylitis, migraines, asthma, fibromyalgia, right hemiparesis hemorrhagic c.v.a., depression, and b12 deficiency. The patient¿s surgical history includes hysterectomy, and neck surgery. The patient¿s occupation was listed as disabled. The patient¿s abdomen was listed as obese. The patient ambulates with right shoulder adducted; elbow extended, and fingers slightly flexed, decreased knee and hip flexion with some hip hike on right. The gait was asymmetric, hemiparetic. The upper limbs had decreased strength. The patient has right hemiparesis, predominantly upper>lower extremity, increased right upper and lower extremity tone mostly affecting the right shoulder adductor, elbow flexors, finger flexors, and forearm pronators with tone mas score of 2-3/5 throughout, improved from prior evaluation. Speech is slow and dysarthric, occasional word finding difficulty but unchanged from prior visits. The patient¿s medication list included diazepam ½ tablet at bedtime prn muscle spasm or pain, botox 700 units to treat upper extremities spasticity and headaches q3 months, prilosec 1 po qd, keppra 1 by mouth twice a day, trileptal 2 po qd, lasix prn, celexa 1 po qd, acyclovir, benadryl, citalopram, hydrobromide, cyanocobalamin, flomax, furosemide 1 tab daily, lidocaine/prilocaine, naproxen, and omeprazole. Allergies include: latex, tramado, cipro, codeine, barbiturates, penicillins, bactrim, keflex, oxycodone, tylenol, vicodin, and adhesive tape. At a refill on (B)(6) 2016, the expected residual volume (erv) was 10.5 ml and the actual residual volume (arv) was 11 ml. The pump reportedly flipped when the patient bent over. On (B)(6) 2016, the patient reported having this problem about 3 times since the pump was replaced on (B)(6) 2015. The patient was able to push it back. The patient described it as to almost flip 90 degrees perpendicular to the abdomen. There was no change to the patient¿s spasticity. The healthcare professional performed ultrasound guided and kub visualization of the pump on (B)(6) 2016, and was able to visualize port access, confirming the pump was right side up. The pump was interrogated and confirmed that there had been no errors and it was functioning properly. There was no change in dosing of medication. The healthcare professional ordered abdominal binder for use when having to bend forward. They planned to monitor and put pressure over pump site if an actively consistently turns the pump. On (B)(6) 2016, a kub was performed and reviewed. The pump was appropriately placed and the right side was up. The healthcare professional also performed ultrasound guided visualization of the pump, visualizing port and confirming the right side was up. The pump was interrogated. The healthcare professional confirmed that there has been no error and the pump was functioning properly. There were no changes to doing of medication. Later, during a routine pump refill and the refill fort could not be accessed. An x-ray confirmed fluoroscopically showed the pump had flipped. The pump was manually flipped back and refill was completed on (B)(6) 2016. The pump was manually rotated gently in the direction easiest to accomplish without excessive patient discomfort or resistance from the pump and catheter. The pump was interrogated revealing expected volume of ¿6 cc. 700 cc was removed¿. All connections/catheter was visualized under fluoroscopy and shown to be intact. There were no environment/external/patient factors that may have led or contributed to the issue. The patient was referred to surgeon to attempt pocket revision to prevent flipping from happening again. The issue was resolved at the time of event. The patient¿s status at the time of report was alive ¿ no injury. No surgical intervention occurred, but surgical intervention was planned. The patient was given an abdominal binder to reduce the risk of flipping until they could be seen. Additional information was received on 2016-aug-08 from a company representative. The patient was taken to the hospital operating room. Two of the four suture loop ties were broken, which allowed the pump to flip. The healthcare professional added a mesh pouch and re-sutured all four loop ties to secure the pump. No changes were made in drug. The pump was used to infuse 2,000 mcg/ml compounded baclofen at 1658.3 mcg/day. The healthcare professional reported that the patient first started experiencing the flipped pump on (B)(6) 2016. The patient had no symptoms other than the feeling that the pump flipped when bending forward. Additional information received later from a healthcare professional reported that the pump first started flipping on (B)(6) 2016. The healthcare professional also reported that the patient did not experience any symptoms related to the flipped pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.